Manufacturer narrative:
The insulin pump had a blank display and intermittent failed battery test alarms due to a corroded battery cap and battery tube.

Event description:
The customer called to report a failed battery test alarm. Troubleshooting was performed and then the screen went blank. Troubleshooting was done for the blank display, but the problem continued. Nothing further was reported.